Event description:
It was reported that the patient presented for follow up with far p wave over-sensing. A subsequent chest x-ray revealed that the right ventricular lead was dislodged. The patient was scheduled for explant and the lead was replaced. The patient was stable throughout.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions